Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a CABG and valve replacement procedure on (B)(6) 2014 and suture was used. Following the procedure, the x-ray was performed on (B)(6) 2015 and it was found the misalignment of sternal wires. The lower sternal wires had shifted to the right when comparted to the upper sternal wires and there was concern for dehiscence. The patient underwent a corrective surgery for the sternal non-union on (B)(6) 2015 and depuy synthes hardware was implanted. Additional information has been requested.

Manufacturer narrative:
Additional narrative: on (B)(6) 2015, non-contrast CT thorax was performed for surgical planning purposes and persistent changes of dehiscence/nonunion with stable configuration of migrated sternal wires were found. It was reported that there is a persistent adhesion/anterior displacement of the portion of the pericardium to the lower sternal body. As of (B)(6) 2015, the overall degree of sternal separation has improved. On (B)(6) 2015, the chest x-ray revealed no significant interval change and stable appearance of sternal hardware.